Event description:
It was reported that there was a disconnection between the patient connector of the transfer set and the titanium adapter; further described as "fallen off". This occurred during use of devices for peritoneal dialysis therapy. No hand sanitizers or those containing hydrogen peroxide, bleach, alcohol or antiseptics are no adhesive residue removal solvents such as those containing acetone, toluene, xylene or cyclohexanone were used on the device. The titanium adapter was re-soaked with iodine and tightened and remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.